Event description:
It was reported that the patient underwent prophylactic lead ad generator replacement. Return of the suspect device is not expected. No further relevant information has been received t date.

Event description:
It was reported that the patient experienced six seizures in approximately 3 months. One of the seizures caused the patient to go to the ER. The patient was referred for generator and lead replacement. Clinic notes stated that the patient's family believed the vns controlled the patient's seizures. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.